Manufacturer narrative:
Final analysis found insulation abrasion at 7 cm to 8.5 cm from distal end; which could have caused the reported complaint.

Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced.